Event description:
An hydrothermablation procedure set was used during a hydrothermablation (hta) procedure. According to the complainant, 2 days after the procedure, the pt was readmitted. The physician reported that the pt appeared to have acute pericystitis. The pt was examined laproscopically, and there was no fluid in the belly or the uterus. One of the fallopian tubes appeared to be red and irritated. The exact treatment of the inflammation and the relationship between the hta procedure and pericystitis is unk. It should be noted that the pt had a slight fever prior to surgery. Upon examination, there was no perforation of the bowel or cervix observed. F/u info received in 2009, revealed that the pt had since been hospitalized for 11 days with an elevated white blood cell count. F/u info also confirmed that there was a fluid loss alarm during the heat up phase of the procedure, but the rate of this loss is not known. The physician restarted the procedure and completed the case with this device. There were no further pt complications reported with the event.

Manufacturer narrative:
Since the lot # was not provided, the expiration and mfg dates are not known. According to the complainant, the suspect device has been disposed of; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.